Event description:
Upon troubleshooting for an elevated blood glucose, it was discovered that the prime history, bolus history, and total daily dose (tdd) history do not match with what was reported. The prime history indicated that the patient was not performing set and cartridge changes as frequently as she claimed. The bolus and tdd histories do not match for (B)(6) 2011. This complaint is being reported due to the alleged history issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no boluses observed in the bolus history or total daily dose history from (B)(6) 2011. During the evaluation, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump's history. The pump was exercised for 24 hours with no loss of primes occurring. The prime steps were tested and found to perform successfully with no alarms noted. There was evidence of contamination found under the key contacts.